Event description:
A customer reported that during surgery, a cassette leaked bss (balanced salt solution) into the laser module and subsequently, a system message displayed. It was also reported that one of the ring illumination ports was orange and the other one was green. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).